Manufacturer narrative:
(B)(4) method: the complaint airvo humidifiers were returned to fisher and paykel healthcare in (B)(4) and were visually inspected and electrically tested. The serial number of the second airvo was 151012021433, manufactured on 12 oct 2015. Results: during testing both airvos turned on and functioned, however one unit had a distorted sound and with the other no audible alarm was heard. The fault was traced to a faulty speaker and electrical resistance testing showed that the resistance of both speakers was out of specification. Conclusion: as part of our ongoing product improvement initiatives, we have implemented a soak test for 100% testing of the speaker harness on the airvo production line, which identifies and discards any faulty speakers prior to assembly into the airvo. Additionally a new speaker unit has more recently been sourced from a different supplier. The subject airvos were manufactured prior to implementation of these measures. The airvo user manual states that the "airvo is for the treatment of spontaneously breathing patients who would benefit from receiving high-flow, warmed and humidified respiratory gases." And that " the unit is not intended for life support." The user manual warns the user: prior to each patient use, ensure that the auditory alarm signal is audible by conducting the alarm system functionality check described in the alarms section the alarm system functionality check instructs the user on how to check the alarm and states that "if either alarm signal is absent, do not use the unit. Contact your fisher and paykel healthcare representative."

Event description:
A distributor in (B)(4) reported that the audio sound of two airvo 2 humidifiers was not working properly. Upon investigation it was found that the audible alarm had failed. There was no patient involvement.